Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the expert lfn ø10 r cann l360 tan (p/n: 04.003.352 & lot #: l446582) was returned and received at us cq. Upon visual inspection, it was observed that the nail was broken into 2 pieces through distal walls of locking screw hole. There were discoloration or fading and scratches on all across the surface of nail which have no impact on the device functionality. No other issues were identified with the returned device. The complaint condition was confirmed for the expert lfn ø10 r cann l360 tan (p/n: 04.003.352 & lot #: l446582). There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part # 04.003.352, synthes lot # l446582, release to warehouse date: 13 jun 2017, manufacturer: mezzovico, no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, an lfn nail broke which resulted in non-union and infection. The nail failed at the distal locking hole and subsequently broke. The nail was removed by the surgeon and an external frame was fitted. No further information was provided. This report involves one (1) unknown nail. This is report 1 of 4 for (B)(4).